Event description:
Reportedly, this valve was exp after 9 days due to mitral stenosis.

Manufacturer narrative:
H3: eval summary: examination of the returned valve revealed spiral coaptation on the inflow aspect of the valve. Incomplete coaptation was visible between the free margins of the cusp 2 and the cusp 3 leaflets. The cusp 2 leaflet was 1mm lower than the cusp 3 leaflet at the central hole. A leaflet disruption due to an indeterminable cause was also observed on the belly of the cusp 3 leaflet. The disruption was v-shaped and 1.5 mm long. H6: x-ray. A root cause for tis event could not be determined from the evidence provided in this investigation.